Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. The cause of the alleged issue was reported to be unknown. Per the instructions for use of the device, pump site skin breakdown is a known possible risk of use of the device. Internal complaint number: complaint (B)(4).

Event description:
Representative reported a pump replacement due to patient having skin breakdown at their pump site. There was no report of infection. The cause of the skin breakdown is unknown. The replaced pump was discarded.